Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not automatically restart after a downstream occlusion had been resolved. During therapy (medication, dose, programmed amount and delivery rate unknown). In patients who were mobile with intravenous access in their accessory cephalic vein (ac), this can frequently occlude and was easily resolved after the patient arm was straightened. There was no known patient injury or medical intervention associated with this event. No additional information is available.